Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a knee arthroscopy with meniscal repair procedure on (B)(6) 2021, it was observed that the trigger on the meniscal deployment gun got stuck that both implants were deployed at the same time. Another like device was used to complete the procedure with a delay of 10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative investigation summary: according to the information provided, it was reported that during a knee arthroscopy with meniscal repair, while using two meniscal applier, omnispan, the gun trigger has stuck. Both implants has at the same time triggered. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The meniscal deployment gun was received and evaluated. On visual inspection it could be observed that pusher gray rod was heavily damage due to the distal part was bent. A manufacturing record evaluation was performed for the finished device lot number:6l84467, and no non-conformities were identified. Based on the results, this complaint can be confirmed. No information was provided on how or when the failure has occurred; therefore, no definitive root cause could be determined. The bent tip can occur when a bad technique is used at the moment of inserting the needle to the deployment gun. Once the operator attempted to do the first shoot, the bent tip of the shaft got pushed the second plate leading to a double deployment. On the second needle, the operator attempted to do the first shoot, the bent tip of the shaft got stuck inside the needle, therefore a misfire occurred. When trying to remove the needle, the excessive force applied by the operator contributed to the shaft distal tip damage. As per IFU 109282 indications for a needle insertion and a successful deployment are provided. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.